Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12171. It was reported that patient's atrial and ventricular leads exhibited noise. Leads were capped and replaced on (B)(6) 2019. There were no patient consequences.